Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and the graphic user interface central processing unit was replaced. The hardware was updated on the backlight inverter printed circuit boards. The ventilator passed self-tests.

Event description:
It was reported that a ventilator had vertical lines in the top display. The ventilator was not on a patient at the time of the event.